Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device did not maintain pressure because one pinhole was found on the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
: The diagnosis and indication for the procedure was menorrhagia. The uterus was sounded with a length of 8cm prior to the endometrial ablation. The patient experienced bleeding pre op and post op. The surgeon reported there was no treatment needed for the perforation because the perforation was very small and would heal itself. The physician did not know what caused the perforation. Currently, the patient is well. (B)(4).

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2015. During the procedure, the catheter was primed and inserted into the uterus and the pressures would not stabilize. After a few attempts to stabilize pressures, the catheter was removed and checked. The balloon was intact, so a repeat hysteroscopy was performed on the patient. The surgeon noted a perforation in the uterus. The patient had no uterine bleeding or complications. The surgeon abandoned the procedure and an attempt to repeat the endometrial ablation will be done at a later stage. Additional information has been requested.